Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s son reported that when turning on their mother¿s stim they had pain at the site of the implant. There were changes in efficacy and stim sensation. They had changed programs and decreased stim. The stim issue was note related to positional movement. Troubleshooting did not resolved, the patient had to turn stim off. The patient¿s son was going to call the rep to determine if the system had full integrity and also to address the pain. There was report of painful stim, sensation as throbbing, no pain relief. The back and hip that the implantable neurostimulator (ins) was not implanted in was the location of the pain. This was considered sudden, within the last ten days from the report. On (B)(6) 2016 it was noted that stim had been off since monday, and it was turned on during the report. The stim was decreased and all groups and nothing resolved the painful stim or gave pain relief for hip or ba ck. Other relevant medical history includes spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the managing pain health care professional (hcp) reporting that the patient was scheduled to see the hcp on (B)(6) 2016 but had to cancel the appointment because their insurance no longer covered appointments to the office. There was no more information to provide. Additional information was received from a family member of the patient reporting that a manufacturer representative reprogrammed the stimulation which took care of everything. The family member stated that the patient was doing great. They patient met with their neurosurgeon. The system was thoroughly checked and everything was working fine. The program was adjusted and now everything was great. The hcp thought that some of the issue may have been related to scar tissue or the system just settling in. The patient did not know if they would go to or find another pain hcp within their insurance network since the manufacturer representative and neurosurgeon took care of everything. The family member stated that the manufacturer representative gave his patient¿s excellent care and service as they went above and beyond for their patients.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.